Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3387-40, lot# j0331892v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# j0327257v, implanted: (B)(6) 2003, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable. Neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that 4 days before seeing her healthcare professional on (B)(6) 2014, it had become red and inflamed. It was swollen and red all the way up to the patient¿s ears and it was very painful. On (B)(6) 2014, the patient had been prescribed keflex, which was an antibiotic. The patient had been admitted to the hospital on (B)(6) 2014 and shortly after, the device was removed on (B)(6) 2014 due (B)(6). It was noted that head movements were painful. A pre-operative test a week before the device had been put in had shown (B)(6) in a nasal swab and it had somehow gotten into the wound. The patient now needed 3-4 weeks of antibiotics through a pic line that the patient had to administer. The patient was miserable and was having difficulties due to her head movements. The patient¿s head was pulling back and forth so violently. The patient had been told that it would be 3-4 months before she could get a new device. The patient was scheduled to see the healthcare professional (B)(6) following the date of this report. No outcome was provided. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information is received.